Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized two weeks prior to his passing. The cause of death was a massive stroke. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected for three days prior to death. The customer was not using sensors. The caller stated that the customer had suffered from heart disease, stroke, and diabetes complications. The customer had issues with low blood glucose and he had undergone a quarter foot amputation due to his diabetes. Ems took the customer to the hospital since he could not get his blood glucose above 70 mg/dl. After three days in the hospital, the customer had a stroke and was placed on life support; however, the caller asked the hospital to honor the customer's dnr. The customer was removed from life support and died three days later. The caller no longer has the customer's insulin pump.